Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be peeling near the up arrow button. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Event description:
The patient's mother contacted animas alleging that the pump's cursor scrolled on its own when any keypad button was pressed. At the time of troubleshooting, the reporter claimed the subject pump's battery was removed for approximately 10 minutes. When a new battery was inserted, the patient's mother confirmed that the verify screen appeared but when a button was pressed the cursor just continued to scroll. The reporter denied any moisture/corrosion in battery compartment. In addition, it was reported that there was no known trauma to the pump. There was no adverse event associated with this complaint.